Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer reported that customer states she was having a high blood glucose. Patient's blood glucose at time of incident was 260 mg/dl. Patient's current blood glucose was 260 mg/dl. The customer received a low battery alarm last night and blood glucose was unknown at that time. The customer declined low blood glucose troubleshooting. The customer stated she put in a new battery and was still getting battery failed. Customer received battery failed alarm even after inserting new battery. A replacement battery cap will be sent to the customer. The insulin pump will not be returned for analysis.